Manufacturer narrative:
E1: facility postal code: (B)(6). E1: facility country: japan. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean section delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was inflated with 80 cc of fluid and locked; however, after several hours, the balloon did not maintain the liquid, though leaking was not apparent. Hemostasis was achieved with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation as reported, following a cesarean section delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was inflated with 80 cc of fluid and locked; however, after several hours, the balloon did not maintain the liquid, though leaking was not apparent. Hemostasis was achieved with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in an open package with label. The balloon was cleaned and function tested. A pinhole leak was present at the inflation port. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided and inspection of the returned device, the complaint device appears to have been damaged by a sharp instrument of unknown origin. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
As reported, following a cesarean section delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was inflated with 80 cc of fluid and locked; however, after several hours, the balloon did not maintain the liquid, though leaking was not apparent. Hemostasis was achieved with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in an open package with label. The balloon was cleaned and function tested. A leak was present at the inflation port. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.